Manufacturer narrative:
Per the patients surgeon, the device was explanted on (B)(6) 2015. This report is filed (B)(6) 2015.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, september 8, 2015.

Manufacturer narrative:
This report is filed december 17, 2015. (B)(4)